Event description:
The customer reported to olympus that the camera head exhibited an intermittent image. It was reported that when it was first plugged in, it worked, then went blank, and there was no image. The issue was found during an unknown theraputic procedure; however, the customer reported that the procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device had no image due to cable damage on the charged couple device (ccd). In addition, a scope communication error e216 was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the error code was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.